Manufacturer narrative:
The final target lesion stenosis was 20% and the final dissection grade was 0. The angioguard rx was successfully retrieved and had no debris. However, there was the presence of air bubbles noted. During the procedure, the patient developed a sudden onset of reflex changes and left-sided weakness which was diagnosed as an ischemic stroke. The patient recovered partially with minor residual deficits. The patient was discharged two days after the event. The discharge nih score was 1 and the rankin score was 2. This is the initial and final report. Complaint conclusion: according to the sapphire registry, a 4x20mm aviator balloon catheter failed to cross the lesion, and was replaced with a non-cordis balloon catheter. The heart rate slowed down during pre-dilation of a non-cordis product and the event was treated with atropine. Then an 8x30mm precise stent was deployed at the target lesion and post-dilation was performed by 5x20mm aviator balloon. Hypotension occurred after post-dilation and was treated with neo-synephrine. After, a grade c dissection was noted and treated with the placement of 7x20mm precise stent. After the procedure, the patient suffered from a sudden onset of an ischemic stroke and partially recovered with minor deficits. The patient was discharged 2 days later. The patient is a (B)(6) male with a medical history of advanced vascular disease, left visual field deficits, hyperlipidemia, cardiac arrhythmia, diabetes, hypertension and smoking. The target lesion was located at the ostium of the right internal carotid artery, with a length of 20mm and a diameter of 6mm. The eccentric lesion was mildly calcified in a concentric manner with 85% stenosis. The vessel was a type ii arch vessel, and was mildly tortuous. The nih and rankin stroke scale scores were both 1 at baseline and the patient was asymptomatic. Approach was made in the right common femoral artery with an unknown 90cm shuttle sheath. A 6mm angioguard rx embolic protection device was successfully deployed past the lesion. A 4x20 mm aviator balloon catheter was inserted and would not cross the lesion, so it was exchanged for a non-cordis balloon catheter. Pre-dilation with the non-cordis balloon was performed, and the heart rate slowed down, which was treated with atropine. An 8x30mm precise pro rx stent was deployed at the target lesion and post-dilation was performed with a 5x20 aviator balloon catheter at 8 atmospheres. Then, the blood pressure dropped from 105 to 85 systolic, and was treated with neo-synephrine. Then, a grade c dissection of the carotid artery was noted, and a 7x20mm precise pro rx stent was deployed distal to the target lesion in order to stabilize the dissection. The final target lesion stenosis was 20% and the final dissection grade was 0. The angioguard rx was successfully retrieved and had no debris. However, there was the presence of air bubbles noted. During the procedure, the patient developed a sudden onset of reflex changes and left-sided weakness, which was diagnosed as an ischemic stroke. A CT of the head was performed and found a low-density in the distribution of the right posterior cerebral artery consistent with infarction. The age of infarct was indeterminate. The patient recovered partially with minor residual deficits. The patient was discharged two days after the event. The discharge nih score was 1 and the rankin score was 2. The 7x20mm precise stent was implanted, and therefore is not available for analysis. A device history record (DHR) review was conducted and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Hypotension is a well-known potential adverse event associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influence by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds, and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. The physical manipulation inherent in the stent implantation procedure and dilation with a balloon catheter can disrupt the vessel plaque and intima. Review of the information provided suggests that lesion calcification and tortuosity may have contributed to the event. An ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Eighty % of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. There is no evidence of manufacturing or design issues that may contributed to the events, therefore, no corrective action is required at this time. Concomitant medications: heparin, fentanyl, atropine and neo-synephrine were given during the procedure. The pre and post-procedure medications include aspirin, clopidogrel, avapro, lecithin, metformin, vitamin c and vitamin d. Concomitant devices: 90cm shuttle sheath introducer; 4x20mm aviator balloon catheter, catalogue # 424-4020w; 5x20mm aviator balloon catheter, catalogue #: 424-5020w; 8x30mm precise pro rx stent, catalog # pc0830rxc, lot # 15937920; angioguard rx, catalog # 601814rmc, lot # 70713455. This is one of three products involved with the reported adverse event and the associated manufacturer report numbers are 9616099-2013-00688, 9616099-2013-00689, and 9616099-2013-00690.

Manufacturer narrative:
Additional details were received from the clinical events committee (cec) meeting minutes that the nih score at baseline was a 1 due to partial hemianopsia. After post-dilation, the patient showed left-facial droop due to the drop in blood pressure and the grade c dissection. The left facial droop began to improve after treatment of the dissection. Final angiograms showed excellent cranial flow; there were no cut-offs seen all the way through the mca down though the m4 segment and through the aca. Two days after the event, the patient's hand was working much more normally. He was able to do rapid movements with it and finger movements that he could not do yesterday at all. His vision was the same by examination. The discharge nih score was 1 due to macular degeneration. On 30-day follow-up visit, the nih score was 1 and rankin score was 0. Additional medical history included: macular degeneration, atrial fibrilation, partial hemianopsia and history of heart disease. Additional lab results/tests provided:post procedure:the neurological examination revealed the following abnormalities: gross visual acuity with both eyes is normal-able to read a clock in the room. The left eye especially reveals slightly diminished acuity there. Visual field testing in the right eye shows some degree of left field cut. Visual field testing of the left eye was not done as there are pre-existing left deficits. Facial motor strength is diminished in the left lower face only mildly so. Motor strength on the right side 5/5; left upper extremity 4+/5 proximally and distally. Left side lower extremity strength testing is a bit more difficult due to prohibition on movement post-catheterization, but there was no clear focal weakness in either lower extremity. Coordination is diminished on arm rolling and rapid alternating movements on the left hand only. On (B)(6) 2013, the neurology progress note documented the CT showed a right occipital lobe stroke which would explain the left homonymous hemianospia demonstrated on the exam the day before. It was also because of adjacent descending muscle fibers in the cerebral peduncle which led to the problem of left hand weakness and discoordination. This is one of three products involved with the reported adverse event and the associated manufacturer report numbers are 9616099-2013-00688, 9616099-2013-00689, and 9616099-2013-00690.

Event description:
According to the (B)(4) registry, after an 8x30mm precise stent was deployed at the target lesion and post-dilation was performed by 5x20mm aviator balloon, hypotension occurred. It was treated with a dose of neo-synephrine. After, a grade c dissection was noted and treated with the placement of 7x20mm precise stent. After the procedure, the patient suffered from a sudden onset of an ischemic stroke and partially recovered with minor deficits. The patient was discharged 2 days later. The target lesion was located at the ostium of the right internal carotid artery, with a length of 20mm and a diameter of 6mm. The eccentric lesion was mildly calcified in a concentric manner with 85% stenosis. The vessel was a type ii arch vessel, and was mildly tortuous. The nih and rankin stroke scale scores were both 1 at baseline and the patient was asymptomatic. Approach was made in the right common femoral artery with an unknown 90cm shuttle sheath. A 6mm angioguard rx embolic protection device was successfully deployed past the lesion. A 4x20 mm aviator balloon catheter was inserted and would not cross the lesion, so it was exchanged for a non-cordis balloon catheter. Pre-dilation with the non-cordis balloon was performed, and the heart rate slowed down, which was treated with atropine. An 8x30mm precise pro rx stent was deployed at the target lesion and post-dilation was performed with a 5x20 aviator balloon catheter at 8 atmospheres. Then, the blood pressure dropped from 105 to 85 systolic, and was treated with neo-synephrine. Then, a grade c dissection of the carotid artery was noted, and a 7x20mm precise pro rx stent was deployed distal to the target lesion in order to stabilize the dissection.